Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip noted, cracked battery tube threads, cracked reservoir tube, minor scratched window display and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a piece of the customer's insulin pump broke off the entrance of the reservoir chamber. The customer states she dropped the insulin pump a couple of months ago. The customer's blood glucose was 4.2 mmol/l. Advised customer to return the damaged insulin pump and to revert to their back-up plan.